Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom (failed upstream occlusion test) which was not reproduced nor confirmed. The device passed upstream occlusion detection testing.

Event description:
It was reported that a spectrum pump did not detect an upstream occlusion during testing. It was also reported there was no pt involvement.